Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post-operative a laparoscopic sigmoid resection procedure, the patient had clinically acute abdomen. It was then reported that there was insufficiency of the staple suture for a few days. The issue was resolved by using computerized tomography (CT) scan and reoperation. The anastomosis was manually sutured by the surgeon.